Event description:
It was reported that the patient experienced low back pain secondary to medication therapy or pump and catheter malfunction. The catheter was spliced during a catheter revision on an unspecified date. The medications being delivered via the device system were bupivacaine, clonidine, dilaudid and prialt. The patient outcome was "on-going."

Manufacturer narrative:
(B)(4).